Manufacturer narrative:
Device passed displacement test, sleep current measurement test, and active current measurement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No pump error 25 noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they were able to clear the alarm and rewind the insulin pump. Alarm was recurred within a week of troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.